Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the serial number label fading. The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.